Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead contacts. The patients device was reprogrammed which resolved the issue temporarily. Additional impedances were then found on the lead and the inadequate stimulation returned. The patient underwent a lead revision procedure where the lead was replaced and a second lead was added. Post-operatively, the patient was receiving full stimulation coverage.

Manufacturer narrative:
The returned lead was analyzed and visual, microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture. Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model : sc-4318, serial : n/a, lot: 24856290. The clik anchor was disposed of and will not be returned for evaluation; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead contacts. The patients device was reprogrammed which resolved the issue temporarily. Additional impedances were then found on the lead and the inadequate stimulation returned. The patient underwent a lead revision procedure where the lead was replaced and a second lead was added. Post-operatively, the patient was receiving full stimulation coverage.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances displayed on the lead contacts. The patients device was reprogrammed which resolved the issue temporarily. Additional impedances were then found on the lead and the inadequate stimulation returned. The patient underwent a lead revision procedure where the lead was replaced and a second lead was added. Post-operatively, the patient was receiving full stimulation coverage.

Manufacturer narrative:
The returned lead was analyzed and visual, microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. Based on all available information, engineers concluded that the inadequate stimulation and high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.